Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the device displays a speaker defect message. The device was not in use on a patient at the time of event.

Event description:
The customer reports that the device displays a speaker defect message. The device was not in use.